Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and half a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred distance corrective with contact. The iol was exchanged with an alternate iol 84 days following the initial procedure. Residual myopia was the clinical reason for explant. Additional information has been requested; however, further information has not been received.